Event description:
The customer compared his blood glucose tests using 2 contour meters on two occasions and received readings of 349 and 119mg/dl the first time, and 49 and 97mg/dl the second time. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer did not have any test strips left and could only provide meter information. Replacement test strips were sent to the customer.